Event description:
It was reported that the pump was alarming no disposable pump wont run. Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing massaged. No bubbles are present in the cassette tubing. Cassette tapped on hard surface and reattached. Pump alarm returned upon start up. Process repeated and alarm persists. No additional information available.